Event description:
It was reported to philips that the need information support for (B)(4) which related (B)(4). There was no patient involvement. The efficia dfm100 defibrillator, model# (B)(4), is substantially similar to the heartstart xl+ defibrillator (model # 866199) and will be reported in the united states under device model # 861290.